Manufacturer narrative:
The information submitted reflects all relevant data received. No anomalies found.

Event description:
It was reported that the lead was explanted due to sensing difficulty and unacceptable thresholds. After the lead was changed, the impedance was remeasured and showed greater than 9999 ohms in bipolar. Very high thresholds, sensing difficulty, and loss of capture were also noted in bipolar only. After explant, the connector block was reported to be 'damaged' when returned to the cath lab. The physician believes this may have occurred when the patient fell recently, prior to hospitalization.